Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Device photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken assessed as surgical impact opening and missing assessed as inconclusive. (Shell thickness was within specification). Additional observation. ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture via ultrasound. Device was explanted and replaced.